Event description:
It was reported that they were getting errors during patient exposure; this caused the patient to be re-exposed. It was determined the filter got stuck between exposures. After the system was rebooted it is working as intended.